Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on, displayed a black screen, produced no audible activity, and the fans spun erratically during power up attempts.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering on. A field service engineer (fse) replaced the half height drawer controller board and the module controller board to address the issue. The fse verified system functionality through testing and confirmed that the device was operating normally before returning it to service. The system functioned as intended after the field service engineer repaired the device.